Event description:
It was reported to philips that the ups backup was completely dead and required a battery replacement on a allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
No solution was documented; battery replacement is pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).